Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: y rir16115, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that a follow up CT scan approximately sixteen years later showed the stent graft was not extended far enough causing a type ib endoleak. Per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient will be monitored.